Event description:
It was reported that the device had a por (power on reset). The clinician will have the patient come into the office to clear the por message and to have the software upgraded. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(4)-2011 critical ram parity error was recorded in address "1f 45". The power on reset (por) occurred at the same time as the carelink transmission. The por severity is considered low as device should be able to fully recover after reset. The device was not returned, but diagnostic information is consistent with the reported event.